Event description:
A customer reported a minimum fill notification while attempting to load a new cartridge with insulin. There was no adverse impact to the customer's blood glucose level. Initially, the customer successfully loaded a cartridge after cleaning the pump's pneumatic tap area and received instructions from technical support. However, the customer later contacted support again, reporting that the minimum fill issue persisted, with the pump incorrectly displaying only a small amount of insulin remaining. Technical support planned to guide the customer through the cartridge loading steps to ensure proper air removal, but the call was disconnected before completion, and subsequent follow-up attempts by technical support were unsuccessful as they could not reach the customer.